Event description:
Follow-up was conducted and from the information obtained it was further reported that the patient was last seen by the doctor on 2013 (B)(6). The clinician stated that the patient¿s chart showed no notes regarding the function of the device and that no interventions were done. It was noted that the patient had a left heart catheterization done on 2013 (B)(6) and that the patient¿s next scheduled follow-up visit will be on 2013 (B)(6). The device remains in use. No patient complications have been reported as a result of this event.

Event description:
The patient called and reported that last year when they put the magnet over their device for their back surgery something went ¿wrong¿ with their pacer. And ever since then their heart beats fast now. They also get swelling in their legs. Patient also stated that it is like the pacer is not doing what it's supposed to do. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4470, competitor implantable pacing lead, (B)(6) 1999. (B)(4).